Event description:
It was reported that the patient had a csf leak causing headache and vomiting following an implant procedure. The patient was admitted to the hospital and was given (IV) intravenous fluids. The implanting physician believed that the patient's symptoms were procedure related but not device related. The patients condition had been improving.